Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The patient is experiencing unspecified symptoms. The following measurements were recorded at 10 months since index surgery: cobalt - 4.1; chromium - 0.4. Further follow up is planned for this patient.

Manufacturer narrative:
An event regarding altr involving an unknown abgii modular device was reported. The event was confirmed. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is experiencing unspecified symptoms. The following measurements were recorded at 10 months since index surgery: cobalt - 4.1; chromium - 0.4. Further follow up is planned for this patient.

Manufacturer narrative:
Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported unspecified symptoms is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient is experiencing unspecified symptoms. The following measurements were recorded at 10 months since index surgery: cobalt - 4.1; chromium - 0.4. Further follow up is planned for this patient. Additional information as per legal: this is a former claim. Plaintiff alleges bilateral abg ii hips implanted on (B)(6) 2011 caused pain and elevated metal ion levels, which required left revision surgery on (B)(6) 2013 and right revision surgery on (B)(6) 2013. Suit filed in (B)(6).